Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was received as litigation from a legal source in australia. The implant surgeon is: (B)(4). Imdrf patient codes (B)(4) captures the reportable event of unspecified injury. Imdrf impact code (B)(4) has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.